Manufacturer narrative:
Date of event: unknown. Date device returned to manufacturer is unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
There was a report of "early clotting" while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. No serious injury or medical intervention reported.